Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1 patient was not showing up on the station. A technical support specialist identified the visit identity shown in electronic protected health information (ephi) was different from the visit identity visible on the server; however, the patients status is still listed as admitted. Further review may be needed to reconcile the visit identity discrepancy, but the admission status confirms the patient is active in the system. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one patient not showing up on station, one patient was affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.